Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the crosslink was damaged during insertion. The crosslink was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination identified thread breakage approximately ~1 thread from the screw head. Microscopic examination of the fracture surface identified and fairly brittle fracture with no identifiable witness marks or damage to the preceding thread. The above observations are with torsional overload of the crosslink screw.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.